Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states portions of the lead were explanted.

Event description:
It was reported a gradual increase in pacing lead impedance was observed. Tissue growth was possibility a cause for increased impedance. Testing provocative movements revealed the lead was free of noise. The patient expired not related to the lead.